Event description:
Additional information received from a manufacturer's representative (rep) reported she measured the patient's impedances on (B)(6) 2016 and found high impedances. This was also when the rep became aware of the high impedances. It was noted the high impedance issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. High impedances were found on the lead in (B)(6) 2016 when the patient was having their battery replaced. The patient had not consented to a lead revision at that time. The patient stated that the device had not worked for ¿about a year.¿ the lead and extensions were removed and replaced with a new lead on (B)(6) 2016. It was unknown how the patient was doing at the time of the report. No post-operation programming was done on (B)(6) 2016. The patient was supposed to have an appointment with their health care professional (hcp) in the next 2 weeks. It was reported that an update of the patient¿s appointment would be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.